Manufacturer narrative:
The device history record found the handpiece met all physical and functional requirements. The device has not been returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
A review of the certificate of compliance and the final test traveler found that the bl3170 serial number (B)(4) met all physical and functional requirements at the time of release. The product is not available for evaluation. Additional information has been requested. The investigation is ongoing.

Event description:
A facility in the (B)(6) reported debris was found in the anterior chamber during cataract surgery. The debris was removed with no reported impact to the patient.